Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, more than three openings on anterior/posterior assessed as surgical damage, broken device on anterior assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: black particles observed in the surface of the shell. Creases are observed on the device. Wear abrasion observed on the device. White particles calcification-like were observed on the shell.

Event description:
Healthcare professional reported left rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. The device has been explanted and replaced.